Event description:
It was reported that after the procedure was complete, it was noticed that the tip of the navigation pin was missing. It was assumed that it was left in the patient's bone. No further information has been received regarding this event, despite numerous attempts.

Manufacturer narrative:
The device has not yet been returned to the manufacturer for investigation. When the device is received, a quality investigation will be performed and a follow up report will be filed.